Event description:
International customer reported that a pt presented with a recurrent hernia approx six months following an initial incisional hernia repair. The pt was returned to surgery for repair. The surgeon reports that the initial mesh was not visualized during the re-operation.

Manufacturer narrative:
Date sent to the FDA: 06/27/2008. Recurrent hernia - conclusion: a review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria. No conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted.